Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 810mg/dl. The customer stated having high glucose for the past three days. Troubleshooting was performed. Reviewed the programming and found that the daily totals screen was off. The amount of insulin on the daily total does not match to the bolus and basal. The customer's most recent glucose reading was 220mg/dl and has been treated with the insulin pump and manual injections. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.